Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: correction is being made to previously submitted g3 - date received by manufacturer. The correct date was 24/07/2024. Additional information added to field h3 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the investigation results, it was confirmed that foreign material was present /clogging in the air/water channel. However, a definitive root cause could not be determined. It was unknown that there were deviations from the instructions for use during the reprocessing steps in the areas where the foreign material was found. No physical damage was observed at the locations where the foreign material remained. The instruction manual states the detection method associated with the event in tjf type q180v operation manual chapter 3 preparation and inspection and preventive measures associated with the event in evis exera ii tjf type q180v reprocessing chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device inspection, the subject device exhibited foreign material inside the air/water channel. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.